Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The vessels were unremarkable. It was reported that 2 stent rings were deployed and the physician wanted to pull the delivery system down to position the stent graft below the renal arteries; however, the stent graft unsheathed and covered both renal arteries. The stent graft deployment was completed. An up and over the iliac bifurcation technique was utilized where the guide wire inserted through one femoral and brought out the other femoral artery. This was used to pull the bifurcated stent graft down approx 2 cm to uncover the renal arteries. At the is point the physician noticed there was a horizontal line going across the stent graft on the ipsilateral side which was creating some flow disruption. This stent graft was ballooned this area and decided to not further intervene. No additional clinical sequelae were reported and the patient is fine. The delivery system was returned and its eval has been completed. Device eval: the stent graft was not returned as it was implanted in the patient. The graft cover appeared straight without obvious kinks. The slider was retracted 65mm with a corresponding gap between taper tip and graft cover. The back end components were connected in place. During evaluation, the deployment and tip recapture mechanisms were verified to perform as expected without any issues.

Manufacturer narrative:
Eval codes, results: (arterial and venous occlusion). (Attempt to reposition stent graft after 2 stent rings were deployed). Conclusions: (attempt to reposition stent graft after 2 stent rings were deployed).